Manufacturer narrative:
The technician found the switch was not working on the control panel. The technician replaced the control panel to repair the bed.

Event description:
Information received indicates the trendelenburg function will not work.